Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the right femoral artery using a starclose device after an interventional procedure. Reportedly, the device failed. The device was removed and hemostasis was achieved using a zyvek patch and a femostop. There were no reported adverse patient effects no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.